Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience xpedition device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left circumflex coronary artery. The balance middleweight (bmw) universal ii guide wire was advanced to the lesion and then pre-dilatation was performed. The 3.0x28 mm xience xpedition stent delivery system (sds) was flushed prior to use and then advanced to the lesion but became stuck on the bmw universal ii. There was difficulty releasing the sds from the guide wire; however, it was able to be removed from the vessel. The guide wire was then removed from the vessel and was found to be kinked. A new bmw universal ii and xience xpedition stent were used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported kink; thus resulting in the reported difficult to advance and the reported difficult to position. There is no indication of a product quality issue with respect to manufacture, design or labeling.